Event description:
A report was received that following the implant procedure the patient was unable to move all of her extremities. The physician believed the paralysis was procedure related but not device related. No medical treatment was provided. The patient eventually regained movement on the left side of her body and was beginning to regain movement on the right side of her body. The patient was transported to a rehabilitation facility. The patient's system has not been turned on.

Manufacturer narrative:
Additional information was received that the patient¿s function is improving and the patient continues to recover in an extended care facility. The physician is not certain of the reason for the neurological deficit.

Event description:
A report was received that following the implant procedure the patient was unable to move all of her extremities. The physician believed the paralysis was procedure related but not device related. No medical treatment was provided. The patient eventually regained movement on the left side of her body and was beginning to regain movement on the right side of her body. The patient was transported to a rehabilitation facility. The patient's system has not been turned on.